Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator interface board was replaced to resolve the issue. No patient information provided to date after contacting the customer on 11/12/21 and 11/19/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported that when switching from bag to mechanical ventilation, there was an alarm indicating mechanical ventilation not available. The patient was switched to an ambu bag, unit replaced, and case completed. There was no patient injury.